Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy, a small piece of the device disengaged and was found during the inspection of the abdominal cavity. Also the insufflation tubing came loose suddenly from the trocar. The piece of plastic was retrieved with a laparoscopic grasper and the case was completed with no further issues. No patient injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the optical trocar lens and insufflation port were disengaged. The handle appeared intact. The cannula was not received. The trocar, circular and envelope seals were received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.